Manufacturer narrative:
H11: internal complaint reference: case-(B)(4).

Event description:
It was reported that, during debridement procedure, the versajet ii console was set up as usual. However, the handpiece was not expelling saline, neither cutting equivalent to the power setting. It was also emitting a lower pitch sound than the higher frequency tone, expected for operation. A second handpiece was replaced, as well as a saline bag, and the handpiece was reprimed, but the same situation occurred. Subsequently, the reporting person, attempted using their own handpiece. After the case, replaced a saline bag and reset up the versajet priming their own handpiece, and it occurred once more. Upon inspection, there was nothing obstructing the pump interface; however, the power cord was very tightly wound and may have been for some time, because the power cord looked loose in the input socket. The procedure was performed, with a change in surgical technique. There was a significant delay. No further complications were reported.